Manufacturer narrative:
The reported failure of a failed leak test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy evo was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the system leak test failed. The device's oxygen blending module was replaced to address the issue a final report is being submitted. If new information becomes available following further evaluation that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.